Event description:
It was reported that there was a shocking or jolting sensation. The patient had gotten sick the saturday prior to this report and had gone to the emergency room. Patient was there for a bad migraine headache. It was noted that they gave her medication and sent her home. When the patient woke up she had a pain down her leg, a jolting and shocking sensation. Patient turned the implant off and was hurting from the bottom down. Patient had fallen off the fence and hit her bottom earlier on the day of this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va009dh, implanted: (B)(6) 2012, product type: lead. (B)(4).